Event description:
(B)(4) reported a pt having iritis. Pt was enrolled in their sponsored clinical study and was assigned to wear a purevision contact lens. After five days of wearing the lens, pt presented with pain and a small, peripheral corneal infiltrate. Pt had +1 cell in the anterior chamber of the left eye which was diagnosed as iritis. Visual acuity was not affected. Pt was treated with moxifloxacin and tobramycin/loteprednol drops. Next day at f/u visit, pt's condition improved. Ten days later at final visit, pt was exited from the study. A small corneal scar not visually significant was noted.

Manufacturer narrative:
The contact lens involved in the event was not available for return. The lot device history records were reviewed and show that all requirements were met. There are no other complaints on the lot. Based on all info, no causal factors can be determined, and no conclusion can be drawn.